Manufacturer narrative:
The customer reported that the central nurse's station (cns) application lost communication for 1 to 2 minutes with all 16 telemetry devices. The customer was advised to reboot the cns and org associated. Rebooting the cns resolved the issue and the application launched normally. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical product: 16 telemetry devices were used in conjunction with the cns. Attempts to obtain following information were made, but not provided: models: ni, s/ns: ni. Approximate age of the devices: no serial number of devices was provided, so the age of the devices is unknown. Devices manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) application lost communication with all 16 telemetry devices.

Manufacturer narrative:
Details of complaint: on 8/2/2019 customer reported cns device was displaying communication loss for all 16 beds of telemetry devices. The communication loss duration was from 1 to 2 minutes. There was no reported construction at the facility. Customer was instructed to reboot cns device, associated org receivers with the telemetry devices. On 8/21/2019, customer confirmed no additional communication loss incidents after the reboot. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns device was put into service on 9/13/2012. Service history shows this is an isolated incident for this device. Service history for this facility shows this issue has not re-occurred. Due to limited information available, the root cause of the communication loss issue could not be determined.

Event description:
The customer reported that the central nurse's station (cns) application lost communication with all 16 telemetry devices.